Event description:
It was reported to depuy synthes spine that during screw insertion, threads peeled from the screw as a result of contact with the bushing of an eagle swift cervical plate. The peeled/torn threads were still attached to the screw which was removed and replaced. There were no adverse consequences to the patient and no significant delay. Concomitant device: eagle swift cervical plate, catalog no. Unknown.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
A visual inspection noted that the threads of the screw had been crushed. A review of the device history record found no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although no definitive conclusions can be made, the damage suggests that upon engaging screw into the concomitant device plate, the screw was not properly aligned (off center), causing thread deformation upon engaging in to the hole of the plate. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.